Manufacturer narrative:
Patient information; patient identifier - multiple = (B)(6). A review of the product labeling, historical complaints and manufacturing documentation was performed for this evaluation. Two patient samples tested on architect c1600393 generated false low discrepant sodium results. Upon troubleshooting the customer found the cuvette dry tip was dirty. During a requested site visit, field service performed troubleshooting which included replacing the ict check valve (ln 09d35-02) and the cuvette drying tip (ln 09d51-02). A review of the architect c1600393 service history identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results. A search for similar complaints identified no trends for the cuvette drying tip or the ict check valve in the past 12 months. A review of the architect c16000 history revealed no systemic issues or trends associated with erratic results. A review the architect system operations manual and c8000 system service and support manual provide information regarding specimen handling, maintenance, component replacement, and troubleshooting associated with the reported issue. A malfunction of the ict check valve was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. A systemic issue and/or product deficiency was not identified.

Event description:
The customer stated that the architect analyzer generated falsely decreased sodium (na) results on two patient samples. The results provided were: sid (B)(6) na=116 / 136; sid (B)(6) na=117 / 138 / 139mmol/l. There was no additional patient information provided. There was no reported impact to patient management.